Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the inner coil was able to be removed from the device without difficulty through the port however, the device itself was enmeshed into the pelvic tissue, to the extent that removal would require moderate to extensive adhesiolysis.'), embedded device ('looked at left (essure) and attempted to pull it out. The outer coil easily pulled out with the grasper, but unable to get the inner filament coil due to it being in the tube and embedded in the tube') and device dislocation ('migration of essure device: pelvic tissue/ enmeshed in pelvic tissue') in a 34-year-old female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Previously administered products included for an unreported indication: microgestin fe. Concurrent conditions included obsessive-compulsive disorder, headache and seasonal affective disorder. Concomitant products included fluoxetine hydrochloride (prozac) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In august 2010, the patient experienced pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and obsessive-compulsive disorder ("obsessive-compulsive disorder (ocd)"). The patient was treated with surgery (laparoscopic tubal fulguration/ left coil was removed and laparoscopic tubal fulguration/ left coil was removed/remove of a portion of the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, embedded device, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and obsessive-compulsive disorder outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, embedded device, menorrhagia, obsessive-compulsive disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates- (B)(6) 2010, (B)(6) 2010. The plaintiff claims that essure worsened a previously existing injury/condition- obsessive-compulsive disorder (it did not recover prior to essure) underwent an attempted essure in 2010, with questionable placement in left tube only. Unable to place essure device on the right. Left- 10 coil. Discrepancy noted : the plaintiff states that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the inner coil was able to be removed from the device without difficulty through the port however, the device itself was enmeshed into the pelvic tissue, to the extent that removal would require moderate to extensive adhesiolysis.'), embedded device ('looked at left (essure) and attempted to pull it out. The outer coil easily pulled out with the grasper, but unable to get the inner filament coil due to it being in the tube and embedded in the tube'), device dislocation ('migration of essure device: pelvic tissue/ enmeshed in pelvic tissue') and surgical procedure repeated ('repeat/multiple surgeries') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". The patient's medical history included gravida I and parity 1. Previously administered products included for an unreported indication: microgestin fe. Concurrent conditions included obsessive-compulsive disorder, headache and seasonal affective disorder. Concomitant products included fluoxetine hydrochloride (prozac) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), depression ("psychological or psychiatric problems: depression / psych injury"), anxiety ("psychological or psychiatric problems: mental anguish / psych injury"), obsessive-compulsive disorder ("obsessive-compulsive disorder (ocd)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic tubal fulguration/ left coil was removed and laparoscopic tubal fulguration/ left coil was removed/remove of a portion of the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, embedded device, device dislocation, surgical procedure repeated, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and obsessive-compulsive disorder outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, embedded device, menorrhagia, obsessive-compulsive disorder, pelvic pain, surgical procedure repeated and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates- (B)(6) 2010, (B)(6) 2010. The plaintiff claims that essure worsened a previously existing injury/condition- obsessive-compulsive disorder (it did not recover prior to essure) underwent an attempted essure in 2010, with questionable placement in left tube only. Unable to place essure device on the right. Left- 10 coil. Discrepancy noted : the plaintiff states that she did not undergo essure confirmation test. Plaintiff received treatment for migration , breakage tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Event verbatim were updated : psychological or psychiatric problems: depression/psych injury, mental anguish/psych injury. New events:complications during removal surgery ,repeat/multiple surgeries , abdominal pain were added. Event outcome were updated:pain to recovered. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the inner coil was able to be removed from the device without difficulty through the port however, the device itself was enmeshed into the pelvic tissue, to the extent that removal would require moderate to extensive adhesiolysis.'), embedded device ('looked at left (essure) and attempted to pull it out. The outer coil easily pulled out with the grasper, but unable to get the inner filament coil due to it being in the tube and embedded in the tube') and device dislocation ('migration of essure device: pelvic tissue/ enmeshed in pelvic tissue') in a (B)(6) year-old female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Previously administered products included for an unreported indication: microgestin fe. Concurrent conditions included obsessive-compulsive disorder, headache and seasonal affective disorder. Concomitant products included fluoxetine hydrochloride (prozac) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and obsessive-compulsive disorder ("obsessive-compulsive disorder (ocd)"). The patient was treated with surgery (laparoscopic tubal fulguration/ left coil was removed and laparoscopic tubal fulguration/ left coil was removed/remove of a portion of the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, embedded device, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and obsessive-compulsive disorder outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, embedded device, menorrhagia, obsessive-compulsive disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates- (B)(6) 2010. The plaintiff claims that essure worsened a previously existing injury/condition- obsessive-compulsive disorder (it did not recover prior to essure). Underwent an attempted essure in 2010, with questionable placement in left tube only. Unable to place essure device on the right. Left- 10 coil. Discrepancy noted : the plaintiff states that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: plaintiff fact sheet and medical records received : incident category updated. Events added- embedded device, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, device expulsion, depression, anxiety, obsessive-compulsive disorder. Outcome of event¿ pelvic pain¿ updated to ¿recovering / resolving¿. Insertion and removal date updated. Concomitant and historical products added. Medical history added. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.